Event description:
Medical records show pt had a closed capsulotomy performed on april 4, 1986. Subsequent medical records show pt had several more closed capsulotomies. Pt developed breast deformity and revision surgery was performed on march 2, 1990 with reinsertion of implant. Pt again developed breast deformity and upon removal of right implant the gel portion seemed to be slightly yellow and there was a tear in the outer envelope that looks as though it was from a sharp object and physician states "it certainly was not done at this time of removing it".